Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the fa1435 battery depletion field corrective action, short battery life, and replace battery now alarm. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed for the replace battery now alarm, short battery life and the serialized device was replaced. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1880 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
The pump passed active current test and self-test. Failed with high sleep current test. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump trace download analysis confirmed the pump alarmed low battery alerts on 07/30/2025 06:01:00, 08/03/2025 14:59:00 and 08/08/2025 08:17:00. Battery cycle 132.0 received the lowbatteryalert (104) on 08/08/2025 08:17:00 faster than expected at 4.65 days. Battery cycle 131.0 received the lowbatteryalert (104) on 08/03/2025 14:59:00 faster than expected at 4.28 days. Battery cycle 130.0 received the lowbatteryalert (104) on 07/30/2025 06:01:00 faster than expected at 4.39 days. With reference to the baat tool instructions, the customer did experience an unexpected battery power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Swapped out pcba 1 with a test pcba 1 and functioned properly and passed the sleep current measurement test. P-cap locks properly into the reservoir compartment. The following were noted during visual inspection: damaged display window cover and scratched case. Customer experienced an unexpected power loss of less than 7 days per the pump history. Charge/battery lasts less than expected and unexpected battery power loss were confirmed, problem was isolated to pcba 1. Pump received with a high sleep current measurement, problem was isolated to pcba 1. No current code/category was confirmed due to high sleep current measurements. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.